Manufacturer narrative:
The device returned an alarm, indicating a communication error occurred while the pod was waiting for input from the pdm. A tear was found in the exposed portion of the soft cannula. Fluid was observed exiting the tear. The downloaded data showed no signs of struggle or pulse width increase. It cannot be determined when the tear occurred and if it contributed to the reported event. Additionally, the bottom and middle batteries were found to have insufficient charge. The energizer seal was broken on the bottom and top batteries. The shelf mode current was out of specification. No other damages or defects noted. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the bg (blood glucose) values reached over 250 mg/dl and the pod was alarming.